Event description:
The pump was returned for investigation. Investigation revealed contamination of the force sensor assembly and the force sensor out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the download history did not reveal any large prime amounts recorded. On testing, the pump powered on normally. Evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A rewind, load and prime sequence was performed successfully. The force sensor calibration test revealed the force sensor to be out of specification. The pump was opened for investigation and revealed contamination on the force sensor assembly.